Manufacturer narrative:
Detailed investigation of the available log files revealed that, during the procedure there was an abrupt shutdown of the system resulting in a complete loss of system functionality. During the on-site service activity, the 24v power supply (u1) was found to be defective. The 24v power supply (u1) is responsible for the entire power supply of the machine, which is why no system functions are available if it is defective. The investigation of the replaced parts revealed that some liquid residue was spread inside the power supply, which could have caused the failure. The liquid from the fd (flat detector) cooling unit is excluded as the cause of the failure due to the color of the liquid (the color is transparent whereas the color of the cooling unit fluid is pink). The power supply (u1) is mounted below the rtc (real time controller) and behind the d90 in the system cabinet. Therefore, in general it is not realistic that liquids from outside can reach this point. Dropping liquids from above from outside of the cabinet would land on the rtc first. No further liquids are present inside the system cabinet other than the fd cooling unit. Other components inside the system cabinet were not affected or penetrated by the liquid. Therefore, the origin of this residues could not be determined. The 24v power supply (u1) is determined as the most probable relevant root cause for the non-conformity and the component was exchanged as part of service activity, which resolved the problem.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee floor. During an emergency procedure, the user reported the system switched off and could not be powered back on. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.